Manufacturer narrative:
The reason for this revision was reported as an infection. No information was submitted with this complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the infection or inhibited the patient's immune system. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was not available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the implant device history records (DHR), product complaint report (pcr) database, and sterilization records show that the reported component used in the previous surgery met sterilization, design, and manufacturing requirements. The device was verified to have gone through acceptable sterilization processes and was within its expiration date at the time of use during the previous surgery. There were no non-conforming material reports (ncmrs) associated with the product that may have contributed to an infection. There were no findings during this investigation that indicate that the reported devices were the root cause or had a direct connection with the patient's infection. There are multiple factors that may contribute to an infection that are outside of the control of djo surgical. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient having an infection in the joint. The surgeon used one of the screws to remove the original implants; everything was removed and nothing was implanted. The surgeon placed an antibiotic spacer in the wound.